Manufacturer narrative:
Additional information was provided in a.1., a.2., a.3.a., b.5., b.6., b.3., d.1., d.2., d.3., d.4., d.6.a., d.10.,h.3., h.6. And h.11. The product was not returned. Complaint and product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted. Each lens is subjected to a 100percentage assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the vision in the right eye (B)(4), which has had a yag capsulotomy has improved to 0.0 logmar unaided for distance and n5 unaided for near following a lasik enhancement procedure in january. As a result, surgeon is not considering explanting the lens from the left eye (which has not yet had a yag capsulotomy). The glistenings look symmetrical and now that the refraction has been optimized in the right eye the patient is happy with the vision in that eye. The surgeon indicated that it would be safer to optimize the left eye with a yag capsulotomy plus or minus lasik rather than explant the lens. File will be reopened if new information is received related to the treatment for the left. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information has been received and stated that the vision in the right eye (which has had a yag capsulotomy) has improved to 0.0 logmar unaided for distance and n5 unaided for near following a lasik enhancement procedure in january. As a result, the surgeon reluctant to explant the lens from the left eye (which has not yet had a yag capsulotomy). The glistening look symmetrical and now that the refraction has been optimized in the right eye the patient is happy with the vision in that eye.

Manufacturer narrative:
Corrected information provided in h.6. And h.11. Correction: on initial MDR the evaluation code of b17 was an error. It should have been b20 on the original MDR. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that following an intraocular lens implantation procedure the patient had reduced vision due to glistenings. There was a planned explant. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the left eye.